Event description:
The sales manager was at the case. The physician was using a frontrunner catheter in a contra-lateral approach to the left superficial femoral artery when he went sub-intimal. The frontrunner was removed and a 014" spartacore guide wire was in place. The physician back loaded an outback catheter (ob) over the wire, but could not position the ob where he wanted it. It was reported that he removed both the outback and the wire and the wire could not be reused. It is unknown why both devices were removed or why the spartacore wire could not be reused. The physician then placved an iron man wire to the lesion and attempted to backload a second outback over the wire. The physician noticed that some of the coating was skiving off the guidewire and examined the tip of the outback. He noticed that about 1 mm of the cannula tip was protruding from the outback nosecone, so he removed the iron man wire. There was no patient contact with the outback catheter. He then placed a coronary luge wire and back loaded a third outback catheter. Attempts to reenter the true lumen were not successful. The product was not returned for analysis. Although it cannot be confirmed, per lumend analysis, the most probable explanation for the reported event is that the catheter was not adequately flushed as described in the IFU. If the catheter is not adequately flushed, the cannula may not fully retract. In this case, it appears that user handling may have contributed to the reported event.